Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the scope has a cloudy image. A visual inspection was performed and showed the scope to have distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that scope had cloudy image during procedure. As per initial report, no backup device was available. No further information was provided in regards to procedure delay or completion. No patient injuries reported.